Event description:
Reporter alleged discrepant, back to back blood glucose results of 253 mg/dl and 111 mg/dl when testing was performed within 3 minutes on the advantage system and blood glucose results of 267 mg/dl and 132 mg/dl when testing was performed within 3 minutes on the advantage system. Reporter stated customer had no symptoms. No action/treatment based on results were reported. A request was made for the return of the suspect device and replacement product was sent.